Event description:
It was reported that there was a malfunction of the power management system. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: (B)(6)